Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the enve ventilator experienced screen issues. The screen is showing wavy lines throughout the display. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed was due to lcd board to lcd panel cable assembly not properly attached to cn1 of the lcd panel. Service tech re-attached the cable assembly and the reported issue was resolved, vent passed initial final test for troubleshooting with no issue.